Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that there was a no delivery during prime. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit. The customer stated that insulin did exit and the pump did not alarm no delivery. The customer will be sent replacement sets and reservoirs.